Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex, dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies. In 2011, the patient experienced peritonitis. The patient was treated with unspecified antibiotics. On (B)(6) 2011, the peritoneal dialysis catheter (pd) was removed and extraneal and dianeal-n was permanently discontinued. At the time of this report, the patient was recovering from the peritonitis. The physician believed the event of peritonitis was not related to extraneal viaflex, dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies. The physician declined to provide further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.